Event description:
It was reported that bd syringe 50ml ll brazil contained foreign matter. The following information was provided by the initial reporter: "dirty syringe (black fragment).".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-11-15 h6: investigation summary it was reported there was a black fragment. To aid in the investigation, one sample in a sealed packaging blister and two photos were received for evaluation by our quality team. A visual inspection was performed and the luer lok has an embedded black speck. No other defects or imperfections were observed. The two photos provided show the sample received. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 303552, lot number 1103477. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To mitigate these escapes, the frequency of inspections were increased. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 50ml ll brazil contained foreign matter. The following information was provided by the initial reporter: "dirty syringe (black fragment)."